Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 289 mg/dl. During troubleshooting at the time of report, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, customer had manual injections available as alternate insulin therapy.